Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as pre-operative and post operative x-rays of the primary surgery must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Surgeon reported that left reverse shoulder replacement due to a fracture has subluxed and dislocated. CT scan showed large amount of fluid in the joint. Surgeon decided to revise the shoulder, evacuate and the fluid. He increased the tension with increased gleniosphere offset and thicker cup and liner. The shoulder appeared stable and the surgery was performed without incident.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: sent to pathology per operating room protocol.

Event description:
Surgeon reported that left reverse shoulder replacement due to a fracture has subluxed and dislocated. CT scan showed large amount of fluid in the joint. Surgeon decided to revise the shoulder, evacuate and the fluid. He increased the tension with increased glenosphere offset and thicker cup and liner. The shoulder appeared stable and the surgery was performed without incident.